Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient presented to the emergency department (ed) with generalized weakness over the past 3 weeks as well as increasing nausea, vomiting, and decreased intake by mouth. The patient has also been having minimal urine output over the past 24-48 hours. Labs on (B)(6) 2020 revealed increased serum creatinine of 1.79 (baseline of 0.8-1.1) and advised to reduce frequency of cefepime dosing to q12h given decrease in renal function. On (B)(6) 2020, serum creatinine (scr) 5.6 . Urine microscopy showed full field muddy brown casts consistent with acute tubular necrosis (atn). Renal is unremarkable. The patient was given infused lasix and thiazide which resulted in improved urinary output and acute tubular necrosis (atn) which ultimately resolved and did not require continuous renal replacement therapy (crrt). Additional information reported that while in hospital, the patient had a large stool which was dark brown to black in color (B)(6) 2020. Hemoglobin has been slowly down trending. Received 2 units of packed red blood cells (prbc) with a repeat hemoglobin of 9.1 -> 9.3. Esophagogastroduodenoscopy (egd) on (B)(6) 2020 found esophagus was normal. Localized mild inflammation characterized by friability was found in the prepyloric region of the stomach. Diffuse moderate inflammation characterized by adherent blood, congestion (edema), erythema and friability were found in the second portion of the duodenum and in the third portion of the duodenum. No intervenable lesions however hospitalization was prolonged. Start date was reported to be (B)(6) 2020 with a stop date of (B)(6) 2020. Creatinine at discharge 1.3 on (B)(6) 2020. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the device and the reported renal dysfunction and gi bleeding could not be determined through this evaluation. It was reported that on (B)(6) 2020, the patient presented to the emergency department with generalized weakness over the past 3 weeks as well as increasing nausea and vomiting and decreased oral intake. The patient also had minimal urine output over the past 24-48 hours. Labs on (B)(6) 2020 reportedly revealed increased serum creatinine of 1.79 (baseline of 0.8-1.1). On (B)(6) 2020, serum creatinine rose to 5.6. A urine microscopy showed full field muddy brown casts consistent with acute tubular necrosis (atn). A renal ultrasound was unremarkable. The patient was given IV lasix and thiazide, which resulted in improved urinary output and the atn ultimately resolved. The renal dysfunction event reportedly resolved on (B)(6) 2020 and the patient was discharged with a creatinine level of 1.3. Additional information provided indicated that the patient experienced a dark brown to black stool on (B)(6) 2020 and hemoglobin had been slowly downtrending. The patient was transfused with 2 units of prbcs. An egd was performed on (B)(6) 2020 and found localized mild inflammation characterized by friability in the prepyloric region of the stomach. The egd also found diffuse moderate inflammation characterized by adherent blood, congestion (edema), erythema, and friability in the duodenum. No intervenable lesions were identified. The bleeding event reportedly resolved on (B)(6) 2020. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists renal dysfunction and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system.